Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-33, lot# j0454894v, implanted: (B)(6) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radicular pain syndrome. It was reported that the patient's ins quit on them. The patient was told that the lead was broken and in order to get it fixed they would have to pay (B)(6) dollars. The patient stated that they found the leads were broken after the patient wasn't receiving anything other than a little bit of jolts here and there. The patient didn't have surgery to address the problem because they can't afford it. The patient stated that they are now sitting with the device in them and not doing anything, other than them sometimes getting jolts. The patient stated that they are not getting the jolts anymore, but can feel the leads in their back had slid down and they still get some pricking in their back and have a lump now. The patient stated that the scs was implanted to help rsd in their left leg. The patient stated that it feels like something is poking through in their back and right where their spin is it is all going down in there. The patient also stated that the ins battery is going up into their ribs. The patient stated that they don't know if the ins moved or if it is due to weight loss. The patient was sent physician listings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.